Event description:
Info received indicates the brake is not holding at the foot end of the bed.

Manufacturer narrative:
The technician found the brake link assembly at the foot of the bed was worn, preventing the brake from holding. The technician replaced the link assembly to repair the bed.